Event description:
The customer reported that the system would display grayed out images after the end of the last case of the day.

Manufacturer narrative:
The ge service rep verified the grayed out images during fluoro with technique tracking to minimum. The recalled images were displaying properly. He reseated the video pcb and verified proper system function with multiple boots and flexing pcb's.